Manufacturer narrative:
Based on the information provided by the customer, a specific root cause could not be identified. Except for the diverse laxatives, all the medications in the patient's medication list have been tested for interference with the coaguchek xs system. No interference was found. The medications listed can be excluded as a cause for the discrepant results.

Manufacturer narrative:
The customer returned coaguchek xs pro meter with serial number (B)(4) and the test strips. The meter looked clean. During the preliminary investigation, the customer's strips were tested with quality controls (qc) and errors e-407 (strip failed) and e-403 (dosing error) were received. Qc was then run on reserve test strips with lot 128039-11 and error e-407 was received. The investigation is ongoing.

Manufacturer narrative:
The returned meter and strips were investigated further. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 137039-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: master lot and retention meter: 2.0 inr. Donor #1: customer's strips and customer's meter: 1.9 inr. Donor #2: master lot and retention meter: 3.8 inr. Donor #2: customer's strips and customer's meter: 3.7 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and the retention material meets specification. Relevant retention test strips (lot 137039-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
This event occurred in (B)(6) .

Event description:
The customer complained of erroneous inr results for 1 critically ill patient on 2 coaguchek xs pro meters with serial numbers (B)(4) and (B)(4) compared to the laboratory. The same test strip lot is used on both meters. The patient was tested on coaguchek xs pro meter with serial number (B)(4) and the result was 7.8 inr. A sample was obtained at the same time and the laboratory result using the dade innovin method was 4.1 inr. On (B)(6) 2017 the patient was tested on coaguchek xs pro meter with serial number (B)(4) and the result was 4.1 inr. A sample was obtained at the same time and the laboratory result using the dade innovin method was 2.6 inr. The patient¿s therapeutic range is not known. No adverse event occurred due to the device. The patient is in palliative care for an unknown diagnosis. The test strips were requested for investigation.